Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-00818 and 2134265-2015-00931. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter. During pullback, it was noted that the ilab auto changed depth measurements from 9mm to 42.5mm from the first run to the second run without user direction. It was further noted that during pullback, a message appeared stating the system was not pulling back. Also, it was noted that the image quality started good then went bad. The system was then rebooted three times. The motor drive unit (mdu) was unresponsive. An error message appeared stating that the acquisition pc was not connected; however, it was connected. The system asked to be rebooted. There was also one point when the ilab showed a message that the pv catheter was disconnected. No patient complications were reported.